Manufacturer narrative:
The device was returned for repair; the customer's report that the main knob was broken off was confirmed during visual examination. The control board switch and knob were replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the device's main knob was broken off and the device was unable to be turned on. Complainant did not indicate that there was any patient involvement in the reported malfunction.